Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported experiencing a no delivery alarm, the sensors will not calibrate, and one time there was blood on site. The issue had been on and off for a couple of months. The customer is currently not using a sensor. The customer's blood glucose was 240 mg/dl. Troubleshooting was declined. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.